Manufacturer narrative:
(B)(4). Date sent: 11/18/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 12/16/2024. D4 batch #685c77. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 685c77, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 10/18/2024 d4: batch # unk additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Was the firing sequence started but not completed? No a manufacturing record evaluation was performed for the finished device ech60l lot number c9ee8j and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
At the beginning of the "distal pancreatectomy" operation, at the stage before using the device, the surgeon requested that the device be opened for him. After inserting the appropriate battery and cartridge into the device, it was noticed that the device does not respond and motorized articulation is not performed as it should be. They took out and put back the battery several times and finally the device started to respond but in a stuttering way - intermittently. They put the device aside for the actual operation but at this point the jaws started moving on their own without control from side to side. The doctor decided not to use the device and asked to open another motorized device ¿ plee60a with which he successfully performed the operation. The faulty device was not used. The device is saved and will be sent for testing. The company representative was not present at the surgery. The surgeon has worked with the product in the past and has been trained on it. No patient involvement reported. No further information is available.